Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer indicated her nite protector had delaminated. After using it for 2-3 weeks, the consumer stated that the top separated from the bottom.